Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced "epigastric/chest" pain leading explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including crural repair and linx device implantation occurred without issue on (B)(6) 2017. Patient had "multiple ER visits." Device explant due to "epigastric/chest" pain occurred on (B)(6) 2018. Device was found in the correct position/geometry.